Manufacturer narrative:
We followed up with the customer, and they report that the device is up and running, and that this issue was never reported to the (B)(6) dept.

Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: nka spoke to a different bme who provided additional information. He indicated that it was 8 patient sectors that where blank and not showing on the central station. He found that all 8 sectors were associated with the same org. Power cycling the order restored the sectors and normal operation of the central station. He was not able to provide a model and serial number of the org.